Event description:
Boston scientific received information that during a routine follow up in clinic, the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. Fluoroscopic imaging revealed that the lead had dislodged and become coiled in the pocket. It was noted that a suture sleeve had not been added to the lead. An invasive procedure was performed. The lead was explanted. A new lv lead was successfully placed without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw and drag marks on the lead terminal ring, dried blood/body fluid was noted in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.